Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted procedure, a broken wire near the tip of the cadiere forceps instrument was observed. There was no report of fragment falling into the patient, patient harm, adverse outcome or injury.